Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim and pink. There was no damage or peeling to the keypad observed. The battery cap was missing; a test cap was used for all testing. The contrast key was observed to be unresponsive to testing. The ok, down and up keys responded appropriately to testing. The keypad was removed for further investigation and contamination was observed under the contrast and up keys contacts.

Event description:
On(B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.